Event description:
The patient was undergoing a robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy. During the procedure, one of the wires to the fenestrated bipolar forceps broke. This was the fourth use of this instrument; they are designed to be used ten times before being replaced.